Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed the faults occurred on one of the system's patient side manipulator (psm). Intuitive surgical, inc. Has received the psm involved with this complaint and completed an investigation. The faults seen in the field could not be replicated, but were confirmed through the system error logs. The arm was inspected and tested without any issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, a fault occurred when inserting an instrument. The system was power cycled, but the fault could not be cleared. The procedure was converted to the site's other da vinci system.